Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. The device had a cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, and cracked reservoir tube lip. The device had moisture damage on the electronic assembly and on the motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 103 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.